Event description:
(B)(6) male with progressive weakness. Patient has a history of relapsing remitting ms. Recently ((B)(6) 2015) underwent intrathecal pump placement at (B)(6) for administration of intrathecal baclofen. The following morning he noticed increased weakness in legs, clumsiness of hands, and banding sensation across the lower abdomen. Patient also complained of mild shortness of breath. He presented to our facility ((B)(6) hospital) (B)(6) 2015, as he is usually seen in our system. Other medications can be found in the medical record, and notably includes oral baclofen that the patient was instructed to continue to take. On examination had some nystagmus in lateral gaze fields. Examination of power showed significant weakness in the lower extremities - able to wiggle toes, but no much movement on the right. Tone was flaccid throughout. Patient was able to ambulate with a cane or walker prior to the procedure. Patient was determined to have high probability of baclofen toxicity. Pump rate was to be decreased or discontinued with further evaluation. On a side note, no documentation of pump was found on the (B)(6) dates of use: (B)(6) 2015 -(B)(6) 2015. Diagnosis or reason for use: relapsing remitting multiple sclerosis.